Event description:
It was reported that the patient presented to hospital with syncope. Upon investigation, intermittent ventricular undersensing of a vf episode was observed followed by hv therapy as noted on the stored egm. It was recommended the device be reprogrammed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.